Event description:
It was reported that during a laparotomy, the device would not cut and would not coagulate. The device worked only 5 minutes. Another like device was used to complete the case. There was no patient consequence.